Manufacturer narrative:
(B) (4). Cochlear attempted an electronic submission on march 19, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.

Event description:
Per the audiologist, the patient was not able to hear with the device. Results of integrity test (B) (6), 2009 indicated the device was not functioning within specifications. The patient's device was explanted (B) (6), 2009, and the patient was implanted with a new device during the same surgery.